Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6) if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a navistar® rmt thermocool® electrophysiology catheter wherein irrigation of catheter was not possible. It was reported that ablation stopped working, temperature peaked and irrigation of catheter was not possible anymore. The catheter got pulled out of patient to try a full flush of the catheter and the holes were blocked. They used a new catheter and successfully completed the case. There was no patient consequence.

Manufacturer narrative:
On 2-jan-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a navistar® rmt thermocool® electrophysiology catheter wherein irrigation of catheter was not possible. It was reported that ablation stopped working, temperature peaked and irrigation of catheter was not possible anymore. The catheter got pulled out of patient to try a full flush of the catheter and the holes were blocked. They used a new catheter and successfully completed the case. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection evaluation, temperature, impedance, pump flow, and pressure gage test of the returned device was performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A temperature and impedance test were performed, and the results were found within the specifications. Afterward, a pump flow and pressure gage test were performed, and an occlusion was detected. Further investigation revealed that the irrigation tube was bent close to the tip section. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The bent condition observed in the irrigation tube could be related to both issues reported by the customer; therefore, the customer complaint was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).